Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) catheter was in use on a patient for cardiac support while being transported from one hospital to another for open heart surgery. The nurse noticed that the cardiosave console battery 1 was finished and battery 2 was discharging, and decided to switch the power supply during transport. The console power shut down during the switching of the battery supplies. The user restarted the console and resumed therapy to the patient and it operated normally afterwards in the ambulance until the patient arrived at the receiving hospital. There was no reported malfunction of the intra-aortic balloon catheter. The patient expired, but it was not attributed to the device by the facility.